Event description:
Initially the home patient (hp) contacted baxter's service center regarding a system error 2240 (air in line), which occurred on the homechoice (hc) during use during dwell 5 of 6. The technical service representative (tsr) assisted the hp to clear the alarm and advised the hp to contact the registered nurse (rn). There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the hp on (B)(4) 2011 regarding the alarm. The home patient (hp) stated that the issue was resolved; however during the conversation the hp stated he had peritonitis on (B)(6) 2011 and was being treated with antibiotics. The hp was diagnosed with peritonitis prior to the alarm occurring. Follow up information was received from the hp on (B)(6) 2011. On an unknown date, the patient began peritoneal dialysis (pd) using pd4 ambuflex bag (lot number and dose unknown) intraperitoneally (ip) nightly and dianeal pd4 ultra bag (lot number and dose unknown), ip daily. On an unknown date in (B)(6) 2011, the patient developed peritonitis and was not hospitalized. The patient stated that he was "being careless" and believed that the peritonitis was due to user error. The patient denied having any further information and suggested that his pd nurse (pdn) be contacted. On (B)(6) 2011, the following information was received from the pdn. The start date of the pd therapy was unknown to the pdn. On (B)(6) 2011, the patient arrived at the clinic with a fever (temperature not reported), nausea and vomiting. On the same day the patient was diagnosed with peritonitis . That same day, the patient was treated with antibiotic therapy (dose and duration not reported). The patient remained on pd therapy, no change in dosage. The pdn reported the events of peritonitis, fever, nausea, and vomiting were not related to the dianeal solution or any baxter devices. At the time of this report, the outcome for the event of peritonitis was improved, based on clear pd effluent. The last dose of current antibiotic therapy was to be finished on (B)(6) 2011. The outcome of the events of fever, nausea and vomiting were not reported. There was no exit site or tunnel infection associated with this event. The peritonitis was due to "the patient placing dialysis caps on the blue chuck sheets." Retraining for proper aseptic technique was performed times two. The reporter denied having any further information. Pdn declined to provide concomitant medications. Product clarification was received on (B)(6) 2011 from the pd nurse (pdn). The patient made a mistake by placing the minicap (lot not reported) on the blue chuck sheets. The pdn reported that the hp is elderly and was a little confused in thinking that the blue chuck sheets were sterile.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number gd883959 with no defects noted. The cause of the peritonitis was determined to be use error-poor aseptic technique. Review of the patient at-home guide states, "follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce the possibility of infection." The label review found the labeling adequate for the use error in this complaint. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted.